Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one catheterization device for analysis. Initial visual inspection did not reveal any damage to the spring wire guide (swg). The swg was returned inserted into the cannula. Microscopic examination revealed adhesive residue on the distal weld of the guide wire. The total length of the swg core wire measured 4.5625", which is within specifications of 4.4375-4.6875" per swg with handle graphic. The outer diameter of the swg measured 0.389 mm, which is within specifications of 0.381-0.404 mm per swg graphic. The inner diameter of the needle cannula at the tip measured 0.017", which is within specifications of 0.0165-0.0180" per cannula graphic. When the swg was attempted to be removed from the needle cannula it was found to be stuck. Moderate force was applied to remove it, however the swg coil wire became separated. Additional functional testing was not able to be performed due to the damage to the swg. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. If resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of guide wire/needle resistance was confirmed through complaint investigation of the returned sample. Functional analysis confirmed resistance while trying to withdraw the swg. Despite the observed defect, all relevant dimensional requirements were met, and a device history record review was performed with no relevant findings. Based on a recent trend for guide wire/needle resistance for devices within ra-04122 kits , a CAPA was initiated to investigate this issue further. The CAPA investigation indicates that the issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.